Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested, and the following was obtained: was the staple line complete? Yes. Does the device fired malformed staple? Yes (1 staple). Could you please clarify if there were any patient consequences? No (manual anastomosis was performed). Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. During the visual analysis, the following was observed: the photo shows a display with a tissue being manipulated by an instrument, only can be seen the jaws of the instrument in open position on the tissue. However cannot be determined if the device opens and closes as expected. Based on the photo reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished psee60a with lot number x94x82, and no non-conformances were identified. Manufacturing date: 05/05/2022 expiration date: 4/30/2025.

Event description:
It was reported that the stapler did not properly closed and a point was left open. No patient consequences reported.

Manufacturer narrative:
(B)(4) date sent: 10/11/2022 d4: batch # 766a17 additional information : manual anastomosis was performed investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one gst60d reload loaded in the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H10: additional information omitted on previous(B)(4)